Event description:
It was reported that a 512sd was used during a laparoscopic sterilization procedure. It was reported by the affiliate that the safety shield reset button would not engage. The nurse removed trocar from sterile packaging and tried to engage safety. It would not stay down. There was no consequence to the pt.